Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier (bio-ID) had malfunction. Customer reported being unable to log in through bio-ID as there was no light and the scanner would not respond. Multiple reboots of the station did not resolve the issue. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) had malfunction. A field service engineer found the bio-ID was not functioning due to software upgrade 1.11. Replaced the bio-ID device and installed the new driver. Verified functionality and the device then operated correctly. The system functioned as intended after the field service engineer repaired the device.